Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Multiple attempts were made by tandem technical support to address the issue; however, no response was received. No additional information was provided.